Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: post mechanical thrombectomy for acute ischemic stroke of anterior cerebral circulation via 8 french sheath, the angio-seal would not deploy. The procedure was completed successfully. There was no known effect on the patient. There were no associated patient injury or serious deterioration in health. Alternative hemostasis was achieved without complication. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Hemostasis was achieved by manual compression.